Event description:
A 50-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On march 26, 2025, novocure received a medical record dated (B)(6) 2025, documenting that the patient experienced contact dermatitis related to optune gio therapy and was treated with a course of antibiotics due to potential cellulitis. The patient was advised to continue with optune gio therapy along with a topical steroid to reduce skin toxicity. Additional recommendations included the application of baby mineral oil to facilitate array removal and to apply silver sulfadiazine cream to nonhealing areas. Attempts to contact the prescribing physician were made, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the contact dermatitis and cellulitis that required medical intervention cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).